Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Visual evidence provided by the site revealed fluid ingress in the driveline strain relief. Review of alarm log file revealed 6 high watt alarms since 02-jul-2020. The high watt alarm logged on 06-jul-2020 at 18:00:51 revealed excessive motor power consumption along with higher motor speed. Given that the measured speed recorded prior to the alarm was slightly less than the set speed, the controller began to raise the pump voltage to increase the pump speed. This triggered the high watt alarm five seconds after the power exceeded the high-power threshold of 5.5w. This was followed by a vad disconnect alarm which was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. The fluid observed in the driveline strain relief could have resulted in a short between the two stators which could have led to commutation synchronization failure. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. The controller initiated the pump restart after it sensed the connection of the driveline. A very high current flows through both stator drive circuits, when the inter stator short exists which caused the controller power supply to shut down at 18:00:57. The controller powered up at 18:01:12, followed by additional power up events due to the power supply shut down. Additional vad disconnect ala rms were recorded due to the loss of synchronization of commutation. Finally, the controller powered up at 18:01:13 and the pump started at 18:02:16. The controller was without power for 46 seconds. Additionally, one high watt alarm was logged at 18:02:46 due to an increase in the power consumption after the pump start event. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the high watt alarms, vad disconnect alarms and losses of power associated with (B)(6) can be attributed to a loss of synchronization of commutation, which was likely triggered by the observed fluid ingress in the driveline strain relief. A possible root cause of the fluid ingress can be attributed, but not limited, to improper handling. Additional products: d4: (B)(6) d10: yes, return date: 31-jul-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 120 h6: FDA conclusion code(s): 4307, 4315 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, medical device: model #: 1420 / catalog #: 1420 / expiration date: 30-jun- 2020/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 20-jun- 2019. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) suddenly stopped. This occurred five times within two minutes. The vad started again by itself without any intervention. The vad also had several high watt alarms. Some water was observed under the silicone cover of the driveline and thought to be the problem causing temporary short circuits. The patient was asymptomatic during the stops. The physician suspected it was probably a case of emboli ingestion. Anticoagulation was increased. The patient did not present any signs, no elevated blood tests or clinical symptoms that would suspect a thrombosis event ongoing. It was also noted that the controller had an unexpected loss of power. The controller was exchanged and the vad remains in use. No further patient complications have been reported as a result of this event.